Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: post manta deployment angio showed vessel dissection. Cfa ballooned x3 min. Additional informaiton: was a large dissection of the vessel that was ballooned with a 7x40x80cm for 3 minutes and left alone to heal. There was good flow down the leg.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were received and reviewed by the investigative team; and indicate a large dissection present remediated with ballooning. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure in the right common femoral artery. The patient presented with a bmi of 19.4. The IFU warns do not use manta if the patient has marked cachexia (bmi <20 kg/m2). Ultrasound and micropuncture were utilized to gain a bottom 3rd of the femoral head positioned access. The arteriotomy was 6.3mm x 6.4mm, small amount of posterior calcium, and a depth measurement of 2.5cm + 1cm. No issues were encountered advancing or withdrawing the procedure sheaths. Following deployment, hemostasis was immediate at skin surface and no extravasation could be seen from the vessel. However, a post deployment angiogram reveled a large dissection. Dissections are a common event in large bore procedures. It is inconclusive if the dissection was caused during the procedure or by the manta closure device. Balloon inflations were applied, and good flow returned down the leg. The IFU lists potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery.; and trauma to the femoral or iliac artery wall, such as dissection. Precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.